Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the fascia suture for closure of the surgical incision, one needle was noticed missing in the packet. An x-ray was performed to search for the needle, which extended the procedure for more 30 minutes; however, it was not found in the body. When the packet was double checked, the sponge which seated the needles had only four holes. Where there would normally be five holes. Patient information is not available from the reporter. The patient did not suffer any tissue or blood loss or damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account with the appropriate foil pouches and retainers in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. Visual inspection of the returned product noted zero sutures and zero needles. The foils were inspected with light assisted microscopy with no abnormalities. The visual inspection of one retainer revealed witness marks in the foam needle retainer indicating that four needles were parked in the retainer at the time of manufacture; the intended quantity is five needles. Visual inspection of the second retainer verified that the correct number of witness marks were present in the foam retainer. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A product enhancement has been implemented to prevent this condition from reoccurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.